Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to unexpected postop refraction. The association between this event and the iol is not known. Additional information has been requested.